Manufacturer narrative:
Despite testing, the customer's image issue could not be reproduced. The connector was inspected and there were no defects or signs of corrosion. The foreign material found was solid and translucent, but the origin could not be identified. The following minor defects were also found during inspection: separate bending section rubber glue, scratched connecting tube, scratched universal cord, angle and orientation out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report image issues on their evis exera lll colonovideoscope. The image would disappeared/reappeared, but could be restored and was intact. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no report of patient harm. During inspection of the customer returned device, an air/water problem was found due to an insufficient flow because of a clogged nozzle hose. This report is being submitted for the clogged nozzle and incorrect reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed during investigation, however, no further cause could be presumed. The user can detect the event properly by handling device in accordance with the following instructions for use (IFU): ¿operation manual: preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual: inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function.¿ the IFU states on reprocessing of the a/w (air/water) nozzle and channel as follows: ¿reprocessing manual: precleaning the endoscope and accessories: flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: clean the external surface: thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution.¿ olympus will continue to monitor field performance for this device.